Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. "The ratchet screwdriver cannot be adjusted. And the quickset flex drill shaft does not lock. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation did not reveal, the reported unable to assemble condition for 227402000, quickset ratchet scdr hdl. Review of provided photo shows the device. However, without having actual device for evaluation reported condition cannot be confirmed. And cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed. As the observed, condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, potential cause not established. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d4: (expiration date). The expiration date (12/31/2039), in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: each instrument is composed of 1 part. The ratchet screwdriver cannot be adjusted and the quickset flex drill shaft does not lock as per the images attached. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed that the quickset ratchet scdr hdl had its overall surface with signs of heavy usage, and its device information was found faded, making it difficult to read. The observed conditions were identified as end of life indicators; damage consistent with repeated use and servicing (around 13 years). The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The functional test performed revealed a certain resistance on the rotation of the directional mechanism, which galling is suspected to have internally occurred causing the internal metal components to begin to seize. Additionally, no issues were observed on the retrieval mechanism and the device (quickset ratchet scdr hdl) could assemble with the returned mating component (quickset flex dr sft qck cple) as intended. Therefore, the unable to assemble allegation was not able to be confirmed. The overall complaint was confirmed as the observed condition of the quickset ratchet scdr hdl would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Each instrument is composed of 1 part. The ratchet screwdriver cannot be adjusted and the quickset flex drill shaft does not lock as per the images attached. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 corrected: d4 primary UDI number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the ratchet screwdriver cannot be adjusted and the quickset flex drill shaft does not lock as per the images attached." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal the reported unable to assemble condition for 227402000, quickset ratchet scdr hdl. Review of provided photo shows the device however without having actual device for evaluation reported condition cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the quickset ratchet scdr hdl would contribute to the complained device issue. Based on the investigation findings, potential cause not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.